Event description:
During deployment of the treo limb in the contralateral-leg of a custom-relay (pat. 0693-b1) the treo leg stuck in the delivery system and only the proximal first stent was able to deploy. After several attempts to deploy the stent, we decided to cut the whole system proximal to the handle-bar in order to get to the pin-and-pull device. Even with this technique we had been unable to deploy the stent. As it was already open (first stent) it also got stuck in the contra-leg and only with extreme force we could get it out of the contra leg and finally had been able to pull it out of the patient. Even outside the patient we tried to deploy the stent without any chance. We continued the operation using other products available and finished with a good result. The patient is fine so far. The time to treat this complication took approx. 1 hour and delayed surgery. Product is ready for examination. Patient outcome - "patient is fine so far."

Event description:
During deployment of the treo limb in the contralateral-leg of a custom-relay (pat. 0693-b1) the treo leg stuck in the delivery system and only the proximal first stent was able to deploy. After several attempts to deploy the stent, we decided to cut the whole system proximal to the handle-bar in order to get to the pin-and-pull device. Even with this technique we had been unable to deploy the stent. As it was already open (first stent) it also got stuck in the contra-leg and only with extreme force we could get it out of the contra leg and finally had been able to pull it out of the patient. Even outside the patient we tried to deploy the stent without any chance. We continued the operation using other products available and finished with a good result. The patient is fine so far. The time to treat this complication took approx. 1 hour and delayed surgery. Product is ready for examination. Patient outcome - "patient is fine so far.".